Event description:
The following was alleged per maude event report: on (B)(6) 2006: the patient underwent ventral hernia repair with composix kugel mesh. On ni/ni/2008: the patient underwent additional surgery to open and release adhesion. On ni/ni/2009: the patient underwent additional surgery to release adhesion. On ni/ni/2011: the patient underwent additional surgery in which the composix kugel mesh memory coil ring had broken and was bulging into patient's abdomen. The ring was removed and adhesions were released. The patient reports a surgery has been scheduled in 2011 for explant of the composix kugel mesh that will require an eight week recovery period. The patient reports pain and irregular bowel movements.

Manufacturer narrative:
We have contacted the initial report to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Based on the information provided it is unknown whether the device may have caused or contributed to the reported event. The patient has not provided medical records at this time however he alleges he developed adhesions which required release on two separate occasions. Upon the third surgical intervention the patient alleges the ring of the composix kugel mesh was broken and removed. Without medical records it is unclear whether the mesh was manipulated in the first 2 repairs. The patient alleges he will undergo removal of the remaining mesh however it has not been reported the removal has taken place. Additionally, adhesions are a known adverse event listed in the IFU. Without additional information, no conclusion can be drawn.